Event description:
It was reported that a patient underwent a tapp : transabdominal preperitoneal approach procedure on an unknown date and suture was used. Although the surgeon didn¿t put much tension on the product, the needle was detached from the suture easily. The surgeon didn't feel like the needle was broken. The part of the needle was already collected. A silver material adhered to the stump of the suture from which the needle came off. Since the silver material was attached to the stump of the suture, and the needle that came off was collected, but the surgeon is afraid that a part of the product may have remained in the abdominal cavity. The product was used on peritoneum. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what do you mean by "the part of the needle was already collected"? Please clarify if it was collected from the body's patient. The needle was collected. Could you please provide more details about what it mention about "silver material adhered to the stump of the suture from which the needle came off"? When the product was observed in japan, it was found that the needle broke at the swage part. Was the needle piece removed from the patient during the same procedure? Yes the following information was requested, but unavailable: did the needle fall into the patient? Were x-rays taken to locate the needle? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? What is the lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/17/2023 additional information: d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product received for analysis was identified as product code d6284. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.